Event description:
It was reported during in clinic follow up that the atrial lead exhibited diaphragmatic stimulation and loss of capture. Imaging was unable to reveal any physical anomalies. The lead will continue to be monitored. The patient experienced discomfort but was otherwise stable.